Manufacturer narrative:
Company rep evaluated the unit and duplicated the problem. Corrections included replacement of the system display assembly and power supply. System was safety tested to factory's specs.

Event description:
Customer reported an issue with the a5 anesthesia delivery system's display, which may have affected anesthesia monitoring. No pt injury was reported.